Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that approx two weeks after a pump replacement, a pt was not receiving any benefit from her pump system. The area around the pt's pump was indicated as being tender since the pump replacement. Withdrawal was further reported as having had occurred approx 3 to 4 weeks ago. The pt denied any falls or trauma that could have attributed to the issue. The pt stated with her first pump, she never had these issues. It was noted that at the time of the pump replacement procedure, there were complications of 'too much drug releasing" in to the pt's body. A (B)(4) study was performed approx 2 weeks ago, and the physician was unable to confirm proper drug flow through the system. Upon a physician visit on (B)(6) 2011, the need for a revision was determined. On (B)(6) 2011, it was further reported that the pt had increased baseline pain, in addition to withdrawal shortly after the pump replacement. The health care provider was not able to aspirate the catheter. A (B)(4) study was planned. It was reported that morphine (30 mg/ml at 20 mg/day), in addition to "3 other drugs" were administered via the pump. On (B)(6) 2011, it was indicated that upon a f/u visit, the pt was doing much better. Add'l info has been requested, but was not available as of the date of this report.